Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the fault led illuminated after connecting the cable to the electromagnetic interface box. To restore functionality, the box was replaced. The system then passed the system checkout and was found to be fully functional. The electromagnetic interface box was returned to the manufacturer for evaluation. Testing found that the unit would initial track instruments but after a few minutes, the interface displayed a red connection and lost tracking functionality with a fault observed on the power supply. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the axiem status bar is red. This issue was noted outside of a procedure, and there was no patient involvement.